Manufacturer narrative:
Based on the available info, the event is deemed a reportable malfunction. A request for reporter for add'l incident/patient/product follow-up info has been requested. To date no add'l info has been provided. A return sample for eval is not expected. Should add'l info become available a follow-up report will be submitted. (B)(4).

Event description:
Distributor reports a representative from the department of urology and or (B)(6) hospital reported two products and failure of irrigation during pretesting and use.